Manufacturer narrative:
The reporter's test strips were requested for investigation, but these were no longer available. Replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4).

Event description:
The initial reporter stated they received a discrepant glucose result when tested with accu-chek inform ii meter serial number (B)(4). At 11:36 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 47 mg/dl. The patient was given juice. At 11:51 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of "hi" (>600 mg/dl). The staff did not believe this result. At an unknown time, a sample was collected from the patient and tested in the laboratory using an unknown method and the result came back in the normal range (70mg/dl-120 mg/dl). No laboratory results for the patient were found when the customer checked the patient records and laboratory result database.